Event description:
It was reported that the handpiece leaked water. It is not known when this occurred or from where in the device. Adverse consequences are unknown, but at this time there have been no known adverse consequences reported to the manufacturer.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. A sample was not taken. There was no substance found on or within the device. The device will be cleaned and re-lubricated, and worn components replaced in the svc process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have create an event such as this may be contributed to cleaning and sterilization practices at the account, but it cannot be confirmed at this time.